Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that partial stent deployment occurred which required surgery. The 80% stenosed de novo concentric target lesion was located in the left anterior descending artery. Radial access was gained and the non-boston scientific guidewire encountered difficulty passing into the distal portion of the artery. Direct stenting with a 2.75 x 38mm synergy ii drug-eluting stent was performed at 12 atmospheres. A second, 3.00 x 48mm, synergy drug-eluting stent was used overlapping the first stent; however, difficulty advancing the stent through the second lesion occurred and the stent could not be fully deployed. It remained deflated in the middle despite many attempts; however, both ends of the stent were deployed. Several attempts to cross the problematic stent using a guidewire and a 1.2 mm balloon intrastent were unsuccessful. The stent could not be retrieved so the patient was transferred for emergency coronary bypass surgery.

Event description:
It was reported that partial stent deployment occurred which required surgery. The 80% stenosed de novo concentric target lesion was located in the left anterior descending artery. Radial access was gained and the non-boston scientific guidewire encountered difficulty passing into the distal portion of the artery. Direct stenting with a 2.75 x 38mm synergy ii drug-eluting stent was performed at 12 atmospheres. A second, 3.00 x 48mm, synergy drug-eluting stent was used overlapping the first stent; however, difficulty advancing the stent through the second lesion occurred and the stent could not be fully deployed. It remained deflated in the middle despite many attempts; however, both ends of the stent were deployed. Several attempts to cross the problematic stent using a guidewire and a 1.2 mm balloon intrastent were unsuccessful. The stent could not be retrieved so the patient was transferred for emergency coronary bypass surgery.

Manufacturer narrative:
Correction: h6 patient codes. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Device analysis results. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to procedure. This code was selected as the most probable complaint cause based on the information available. One possibility is that the 3.00 x 48mm, synergy balloon encountered a restriction in the previously placed stent which may have resulted in a tear/pinhole leak occurring in the balloon. This would account for why the balloon did not inflate in its centre. E1 initial reporter phone: (B)(6).